Event description:
It was reported that the device could not be programmed to a leadless egm. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.